Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 49-year-old female patient who had essure (ess205) (batch no. 12258763) inserted for female sterilisation. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2020, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 15 years 8 months after insertion of essure (ess205). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure (ess205). The reporter commented: discrepancy noted for date of removal: (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: final diagnosis: uterus: cervix: several nabothian cysts. Squamous metaplasia. Endometrium: postmenstrual, basal-type endometrium. Myometrium: endometriosis. Leiomyomas. Serosa: no significant pathologic changes. Ovaries, bilateral: benign cysts. Fallopian tubes, bilateral: paratubal cysts. Lot number: 12258763. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received. Reporter information, lot number added. Event medical device removal updated to event menorrhagia. Rcc note added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 49-year-old female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 15 years 8 months after insertion of essure (ess205). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 49-year-old female patient who had essure (ess205) (batch no. 12258763) inserted for female sterilisation. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2020, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 15 years 8 months after insertion of essure (ess205). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure (ess205). The reporter commented: discrepancy noted for date of removal: (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: final diagnosis: uterus: cervix: several nabothian cysts. Squamous metaplasia. Endometrium: postmenstrual, basal-type endometrium. Myometrium: endometriosis. Leiomyomas. Serosa: no significant pathologic changes. Ovaries, bilateral: benign cysts. Fallopian tubes, bilateral: paratubal cysts.. Lot number: 12258763 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.